Event description:
The customer reported that a nurse was struck by a vhm arm.

Manufacturer narrative:
(B)(4). The customer reported that a nurse was struck by a vhm arm. This complaint was deemed reportable due to the fact that if the incident should occur again it may cause a serious injury. The nurse was moving the arm when it struck her. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.